Event description:
After an implantation period of approx. 4 years a loss of capture was reported. The lead was replaced and left in-situ. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead under complaint was not returned. The provided x rays proved to be inconspicuous. Thus the analysis is based on the pacemaker which was received. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.